Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of a plaintiff in united states on 03-aug-2016 which refers to a female consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011 for permanent birth control. Shortly after undergoing the essure procedure, plaintiff began to suffer severe menstrual, abdominal and back pain as well as heavy bleeding. Additionally, after being implanted with essure plaintiff began suffering from symptoms of depression. Plaintiff also began suffering fluctuations in her weight. After being implanted with essure plaintiff was diagnosed with fourth cranial nerve palsy. In or around 2013, plaintiff learned that her essure had migrated. As a result of the migration plaintiff underwent a hysterectomy. Company causality comment: this spontaneous case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and shortly after the procedure, experienced heavy bleeding. On unknown date, she had fourth cranial nerve palsy. Also, her essure had migrated. Due to that, consumer underwent a hysterectomy. Heavy bleeding and migrated (understood as genital haemorrhage and device dislocation respectively) are listed, while fourth cranial nerve palsy is unlisted in the reference safety information for essure. Fourth cranial nerve palsy can be congenital or acquired. The most common cause of acquired isolated fourth nerve palsy, after idiopathic, is head trauma. Considering this and the local action of essure at the fallopian tubes, a causal relationship between them can be excluded. During the essure therapy, abnormal genital bleeding and menses pattern changes may occur. Considering the positive temporal relationship and the nature of the event, heavy bleeding is considered related to essure micro-insert therapy. Also, there is a risk that the device could move out of the fallopian tubes. This movement could be an expulsion to uterus/out of the body, dislocation into fallopian tube or can occur as a result of a perforation during insertion. The term migration is often reported when essure is found in the peritoneal cavity. In this particular case, no such information was reported, however, considering the nature of event, a causal relationship with essure cannot be excluded. This case was regarded as incident, since a surgical intervention was required. Other non serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforated right tube/ in right cornu"), device dislocation ("migrated / migration of essure device / the right coil had migrated"), ivth nerve paralysis ("fourth cranial nerve palsy") and genital haemorrhage ("heavy bleeding") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test." And treatment noncompliance "did not use any birth control or contraception at any time following her essure placement procedure". The patient's past medical history included appendectomy on (B)(6) 2011, cystoscopy on (B)(6) 2015, multigravida, parity 2, endometrial biopsy, low back pain, hypokalemia, kidney stones, muscle spasm, skin rash, insomnia, cellulitis, abscess, gerd, foot surgery, fatigue, malaise, paralysis, tingling, numbness, seizures, seizures, headache, head injury, syncope, multiple sclerosis, depression, panic attacks, anemia and cellulitis. Patient denied any complications during her any pregnancies. She denied any complication or problems that occurred at the time of her essure placement procedure. She has no weight changes, no skin or hair changes. Previously administered products included for an unreported indication: mirena from 2006 to 2011 and bactrim. Concurrent conditions included allergic reaction to antibiotics, allergic reaction to antibiotics, smoker, loose stools, latex allergy, belching, muscle soreness, polymenorrhagia and uterine leiomyoma. Family history included asthma (mother), heart attack (father), diabetes (father), stroke (father), coronary artery disease (mother) and cardiac disorder (father). Concomitant products included cyclobenzaprine for abdominal cramps, ibuprofen for dysmenorrhea, gabapentin for ivth nerve paralysis, sufentanil citrate (sufentanil narco-med) for pain as well as antibiotics. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain / menstrual pain"), back pain ("back pain"), weight fluctuation ("weight fluctuations"), dyspareunia ("pain during intercourse"), fatigue ("fatigue") and pain in extremity ("leg pain"). In (B)(6) 2012, the patient experienced headache ("headache") and diplopia ("double vision"). On (B)(6) 2013, 1 year 10 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain, abdominal pain lower and pelvic pain. In 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced ivth nerve paralysis (seriousness criterion medically significant), depression ("depression"), procedural haemorrhage ("heavy bleeding on day of procedure"), urticaria ("her back, stomach and neck would break into hives on a monthly basis, hives would last for several days /unexplained rashes would occur on my legs and stomach typically lasting about one week"), allergy to metals ("allergic to nickel / hypersensitivity reaction to nickel"), menorrhagia ("periods lasting for 3 weeks /heavy periods"), abdominal distension ("bloating"), malaise ("malaise") and rash ("during the time of the implant, unexplained rashes would occur on my legs and stomach"). The patient was treated with surgery (underwent laparoscopic assisted vaginal hysterectomy) . Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, device dislocation, ivth nerve paralysis, dysmenorrhoea, depression, weight fluctuation, dyspareunia, fatigue, procedural haemorrhage, pain in extremity, allergy to metals, headache, menorrhagia, abdominal distension and diplopia outcome was unknown and the genital haemorrhage, back pain, urticaria and rash had resolved. The reporter considered abdominal distension, allergy to metals, back pain, depression, device dislocation, diplopia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, ivth nerve paralysis, malaise, menorrhagia, pain in extremity, procedural haemorrhage, rash, urticaria and weight fluctuation to be related to essure. The reporter commented: patient was unsure that she underwent essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: irregular dysfunctional bleeding (B)(6) 2009 : CT pelvis w contrast : impression: left ovarian cystic structure, probably a functional cyst, intrauterine contraceptive device. Otherwise, there was no significant abnormality. (B)(6) 2011 : surgical pathology report : gross description: source of specimen: uterus. The container is designated with the patient's name. Received in a small amount of saline is a white plastic t shaped device, 3.3 x 3.2 cm, with a thickness of 0.3 cm. Attached is a double-stranded suture, 4.9 cm in length. (B)(6) 2011 : CT abd/pelvis w contrast : impression: the extra uterine portions of the essure micro devices cannot be confirmed la be within the fallopian tubes and could be malposition. Minimal amount of peritoneal fluid posteriorly in the lower pelvis. No evidence detected of other region of peritoneal fluid, abnormal fluid collection, pneumoperitoneum, diverticulitis, or appendicitis, too small to characterize low-attenuation lesions in the left kidney. (B)(6) 2013 : post laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy : ovaries were spared. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported. A batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Added event malaise, during the time of the implant, unexplained rashes would occur on my legs and stomach,she did not undergo essure confirmation test. Updated outcome of event heavy bleeding,rashes and hives. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforated right tube/ in right cornu/ the right coil had migrated, coil was wrapped around my ovary'), device dislocation ('migrated / migration of essure device /pain means essure had migrated out of her tube into abdomen'), uterine perforation ('perforated into the cornual uterine serosa.'), ivth nerve paralysis ('fourth cranial nerve palsy') and genital haemorrhage ('heavy bleeding') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test." And treatment noncompliance "did not use any birth control or contraception at any time following her essure placement procedure". The patient's medical history included cystoscopy on (B)(6) 2015, appendectomy on (B)(6) 2011, multigravida, parity 2, endometrial biopsy, low back pain, hypokalemia, kidney stones, muscle spasm, skin rash, insomnia, cellulitis, abscess, gerd, foot surgery, fatigue, malaise, paralysis, tingling, numbness, seizures, seizures, headache, head injury, syncope, multiple sclerosis, depression, panic attacks, anemia, cellulitis, vertigo, blurred vision, flank pain, pap smear abnormal, chickenpox, joint pain, libido decreased, hypokalemia, nephrolithiasis and hypokalemia. Patient denied any complications during her any pregnancies. She denied any complication or problems that occurred at the time of her essure placement procedure. She has no weight changes, no skin or hair changes. * (B)(6) 2009 : CT pelvis w contrast : impression: left ovarian cystic structure, probably a functional cyst, intrauterine contraceptive device. Otherwise, there was no significant abnormality. (B)(6) 2011 : surgical pathology report : gross description: source of specimen: uterus. The container is designated with the patient's name. Received in a small amount of saline is a white plastic t-shaped device, 3.3 x 3.2 cm, with a thickness of 0.3 cm. Attached is a double-stranded suture, 4.9 cm in length. (B)(6) 2011 : CT abd/pelvis w contrast : impression: the extra uterine portions of the essure micro devices cannot be confirmed la be within the fallopian tubes and could be malposition. Minimal amount of peritoneal fluid posteriorly in the lower pelvis. No evidence detected of other region of peritoneal fluid, abnormal fluid collection, pneumoperitoneum, diverticulitis, or appendicitis, too small to characterize low-attenuation lesions in the left kidney. (B)(6) 2013 : post laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy : ovaries were spared. Previously administered products included for an unreported indication: mirena from 2006 to 2011 and bactrim. Concurrent conditions included allergic reaction to antibiotics, allergic reaction to antibiotics, smoker, loose stools, latex allergy, belching, muscle soreness, polymenorrhagia, uterine leiomyoma, nausea, appendicitis, candida albicans infection, periumbilical pain, dysfunctional uterine bleeding, ex-tobacco user, urinary frequency, uterine cervical squamous metaplasia, metrorrhagia and paratubal cyst. Family history included asthma (mother), heart attack (father), diabetes (father), stroke (father), coronary artery disease (mother) and cardiac disorder (father). Concomitant products included cyclobenzaprine for abdominal cramps, ibuprofen for dysmenorrhea, gabapentin for ivth nerve paralysis, sufentanil citrate (sufentanil narco-med) for pain as well as antibiotics. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain / menstrual pain"), back pain ("back pain"), weight fluctuation ("weight fluctuations"), dyspareunia ("pain during intercourse"), fatigue ("fatigue") and pain in extremity ("leg pain"). In (B)(6) 2012, the patient experienced headache ("headache") and diplopia ("double vision"). On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain, abdominal pain lower and pelvic pain, 1 year 10 months after insertion of essure. In 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), ivth nerve paralysis (seriousness criterion medically significant), depression ("depression"), procedural haemorrhage ("heavy bleeding on day of procedure"), urticaria ("her back, stomach and neck would break into hives on a monthly basis, hives would last for several days /unexplained rashes would occur on my legs and stomach typically lasting about one week"), allergy to metals ("allergic to nickel / hypersensitivity reaction to nickel"), menorrhagia ("periods lasting for 3 weeks /heavy periods"), abdominal distension ("bloating"), malaise ("malaise"), rash ("during the time of the implant, unexplained rashes would occur on my legs and stomach"), adnexa uteri pain ("coil wrapped around an ovary causing severe pain."), bone pain ("she had severe pain in her lower right by the hip bone") and vertigo ("she was miss diagnosed with vertigo 5 week after removal"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy and underwent laparoscopic assisted vaginal hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, device dislocation, uterine perforation, ivth nerve paralysis, dysmenorrhoea, depression, weight fluctuation, dyspareunia, fatigue, procedural haemorrhage, pain in extremity, allergy to metals, headache, menorrhagia, abdominal distension, adnexa uteri pain, bone pain and vertigo outcome was unknown, the genital haemorrhage, back pain, urticaria and rash had resolved and the diplopia had not resolved. The reporter considered abdominal distension, adnexa uteri pain, allergy to metals, back pain, bone pain, depression, device dislocation, diplopia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, ivth nerve paralysis, malaise, menorrhagia, pain in extremity, procedural haemorrhage, rash, urticaria, uterine perforation, vertigo and weight fluctuation to be related to essure. The reporter commented: patient was unsure that she underwent essure confirmation test. Essure coil perforate through the right tube and attached subserosally in right cornu. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: results: irregular dysfunctional bleeding. Concerning the injuries reported in this case, the following one/ones were reported via medical record: uterine perforation. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported. A batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2019: medical record and social media received - new event perforated into the cornual uterine serosa were added. Medical history and new reporter were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migrated / migration of essure device / the right coil had migrated"), fallopian tube perforation ("perforated right tube/ in right cornu"), ivth nerve paralysis ("fourth cranial nerve palsy") and genital haemorrhage ("heavy bleeding") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included appendectomy on (B)(6) 2011, cystoscopy on (B)(6) 2015, multigravida, parity 2, endometrial biopsy, low back pain, hypokalemia, kidney stones, muscle spasm, skin rash, insomnia, cellulitis, abscess, gerd, foot surgery, fatigue, malaise, paralysis, tingling, numbness, seizures, seizures, headache, head injury, syncope, multiple sclerosis, depression, panic attacks, anemia and cellulitis. Patient denied any complications during her any pregnancies. She denied any complication or problems that occurred at the time of her essure placement procedure. She has no weight changes, no skin or hair changes. Previously administered products included for an unreported indication: mirena from 2006 to 2011 and bactrim. Concurrent conditions included allergic reaction to antibiotics, allergic reaction to antibiotics, smoker, loose stools, latex allergy, belching, muscle soreness, polymenorrhagia and uterine leiomyoma. Family history included asthma (mother), heart attack (father), diabetes (father), stroke (father), coronary artery disease (mother) and cardiac disorder (father). Concomitant products included cyclobenzaprine for abdominal cramps, ibuprofen for dysmenorrhea, gabapentin for ivth nerve paralysis and sufentanil citrate (sufentanil narco-med) for pain. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), back pain ("back pain"), weight fluctuation ("weight fluctuations"), dyspareunia ("pain during intercourse"), fatigue ("fatigue") and pain in extremity ("leg pain"). In (B)(6) 2012, the patient experienced headache ("headache") and diplopia ("double vision"). On (B)(6) 2013, 1 year 10 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain, abdominal pain lower and pelvic pain. In 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced ivth nerve paralysis (seriousness criterion medically significant), depression ("depression"), procedural haemorrhage ("heavy bleeding on day of procedure"), urticaria ("her back, stomach and neck would break into hives on a monthly basis, hives would last for several days /unexplained rashes would occur on my legs and stomach typically lasting about one week"), allergy to metals ("allergic to nickel / hypersensitivity reaction to nickel"), menorrhagia ("periods lasting for 3 weeks /heavy periods"), abdominal distension ("bloating") and treatment noncompliance ("did not use any birth control or contraception at any time following her essure placement procedure"). The patient was treated with surgery (underwent laparoscopic assisted vaginal hysterectomy) and surgery (underwent laparoscopic assisted vaginal hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, fallopian tube perforation, ivth nerve paralysis, genital haemorrhage, dysmenorrhoea, back pain, depression, weight fluctuation, dyspareunia, fatigue, procedural haemorrhage, pain in extremity, urticaria, allergy to metals, headache, menorrhagia, abdominal distension, diplopia and treatment noncompliance outcome was unknown. The reporter considered abdominal distension, allergy to metals, back pain, depression, device dislocation, diplopia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, ivth nerve paralysis, menorrhagia, pain in extremity, procedural haemorrhage, treatment noncompliance, urticaria and weight fluctuation to be related to essure. The reporter commented: patient was unsure that she underwent essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: irregular dysfunctional bleeding. On (B)(6) 2009 : CT pelvis w contrast : impression: left ovarian cystic structure, probably a functional cyst, intrauterine contraceptive device. Otherwise, there was no significant abnormality. On (B)(6) 2011 : surgical pathology report : gross description: source of specimen: uterus. The container is designated with the patient's name. Received in a small amount of saline is a white plastic tshaped device, 3.3 x 3.2 cm, with a thickness of 0.3 cm. On (B)(6) 2011 : CT abd/pelvis w contrast : impression: the extra uterine portions of the essure micro devices cannot be confirmed la be within the fallopian tubes and could be malposition. Minimal amount of peritoneal fluid posteriorly in the lower pelvis. No evidence detected of other region of peritoneal fluid, abnormal fluid collection, pneumoperitoneum, diverticulitis, or appendicitis, too small to characterize low-attenuation lesions in the left kidney. On (B)(6) 2013 : post laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy : ovaries were spared. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported. A batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 21-nov-2017: family history, concomitant condition, historical condition, historical drug, lab data added from medical record. Case became medically confirm. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Follow-up received on 01-sep-2016: the ptc investigation result was provided. (B)(4). Quality safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported. A batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and shortly after the procedure, experienced heavy bleeding. On unknown date, she had fourth cranial nerve palsy. Also, her essure had migrated. Due to that, consumer underwent a hysterectomy. Heavy bleeding and migrated (understood as genital haemorrhage and device dislocation respectively) are listed, while fourth cranial nerve palsy is unlisted in the reference safety information for essure. Fourth cranial nerve palsy can be congenital or acquired. The most common cause of acquired isolated fourth nerve palsy, after idiopathic, is head trauma. Considering this and the local action of essure at the fallopian tubes, a causal relationship between them can be excluded. During the essure therapy, abnormal genital bleeding and menses pattern changes may occur. Considering the positive temporal relationship and the nature of the event, heavy bleeding is considered related to essure micro-insert therapy. Also, there is a risk that the device could move out of the fallopian tubes. This movement could be an expulsion to uterus/out of the body, dislocation into fallopian tube or can occur as a result of a perforation during insertion. The term migration is often reported when essure is found in the peritoneal cavity. In this particular case, no such information was reported, however, considering the nature of event, a causal relationship with essure cannot be excluded. This case was regarded as incident, since a surgical intervention was required. Other non serious events were reported. Based on the product technical complaint analysis, there is no relationship between the reported event and a quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migrated / migration of essure device / the right coil had migrated"), fallopian tube perforation ("perforated right tube/ in right cornu"), ivth nerve paralysis ("fourth cranial nerve palsy") and genital haemorrhage ("heavy bleeding") in a (B)(6) old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included appendectomy on (B)(6) 2011, cystoscopy on (B)(6) 2015, gravida ii and parity 2. Patient denied any complications during her any pregnancies. She denied any complication or problems that occurred at the time of her essure placement procedure. Previously administered products included for an unreported indication: mirena from 2006 to 2011. Concomitant products included cyclobenzaprine for abdominal cramps, gabapentin for ivth nerve paralysis and sufentanil citrate (sufentanil narco-med) for pain. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain "), back pain ("back pain"), weight fluctuation ("weight fluctuations"), dyspareunia ("pain during intercourse"), fatigue ("fatigue") and pain in extremity ("leg pain"). In (B)(6) 2012, the patient experienced headache ("headache") and diplopia ("double vision"). On (B)(6) 2013, 1 year 10 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain, abdominal pain lower and pelvic pain. In 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced ivth nerve paralysis (seriousness criterion medically significant), depression ("depression"), procedural haemorrhage ("heavy bleeding on day of procedure"), the first episode of abdominal distension ("bloating"), urticaria ("her back, stomach and neck would break into hives on a monthly basis, hives would last for several days /unexplained rashes would occur on my legs and stomach typically lasting about one week "), allergy to metals ("allergic to nickel / hypersensitivity reaction to nickel"), menorrhagia ("periods lasting for 3 weeks /heavy periods"), the second episode of abdominal distension ("bloating") and treatment noncompliance ("did not use any birth control or contraception at any time following her essure placement procedure"). The patient was treated with surgery (underwent laparoscopic assisted vaginal hysterectomy) . Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, fallopian tube perforation, ivth nerve paralysis, genital haemorrhage, dysmenorrhoea, back pain, depression, weight fluctuation, dyspareunia, fatigue, procedural haemorrhage, pain in extremity, urticaria, allergy to metals, headache, menorrhagia, the last episode of abdominal distension, diplopia and treatment noncompliance outcome was unknown. The reporter considered allergy to metals, back pain, depression, device dislocation, diplopia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, ivth nerve paralysis, menorrhagia, pain in extremity, procedural haemorrhage, treatment noncompliance, urticaria, weight fluctuation, the first episode of abdominal distension and the second episode of abdominal distension to be related to essure. The reporter commented: patient was unsure that she underwent essure confirmation test. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported. A batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 15-nov-2017: follow received from pfs-fatigue, heavy bleeding on day of procedure, bloating, leg pain, perforated right tube/ in right cornu, her back, stomach and neck would break into hives on a monthly basis, hives would last for several days, allergic to nickel, headache, bloating, periods lasting for 3 weeks, double vision, did not use any birth control or contraception at any time following her essure placement procedure, reporter, concomitant drug, historical condition added from pfs. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma ag, (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforated right tube/ in right cornu'), device dislocation ('migrated / migration of essure device / the right coil had migrated'), ivth nerve paralysis ('fourth cranial nerve palsy') and genital haemorrhage ('heavy bleeding') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test." And treatment noncompliance "did not use any birth control or contraception at any time following her essure placement procedure". The patient's medical history included cystoscopy on (B)(6) 2015, appendectomy on (B)(6) 2011, multigravida, parity 2, endometrial biopsy, low back pain, hypokalemia, kidney stones, muscle spasm, skin rash, insomnia, cellulitis, abscess, gerd, foot surgery, fatigue, malaise, paralysis, tingling, numbness, seizures, seizures, headache, head injury, syncope, multiple sclerosis, depression, panic attacks, anemia, cellulitis, vertigo, blurred vision, flank pain, pap smear abnormal and chickenpox. Patient denied any complications during her any pregnancies. She denied any complication or problems that occurred at the time of her essure placement procedure. She has no weight changes, no skin or hair changes. Previously administered products included for an unreported indication: mirena from 2006 to 2011 and bactrim. Concurrent conditions included allergic reaction to antibiotics, allergic reaction to antibiotics, smoker, loose stools, latex allergy, belching, muscle soreness, polymenorrhagia, uterine leiomyoma, nausea and appendicitis. Family history included asthma (mother), heart attack (father), diabetes (father), stroke (father), coronary artery disease (mother) and cardiac disorder (father). Concomitant products included cyclobenzaprine for abdominal cramps, ibuprofen for dysmenorrhea, gabapentin for ivth nerve paralysis, sufentanil citrate (sufentanil narco-med) for pain as well as antibiotics. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain / menstrual pain"), back pain ("back pain"), weight fluctuation ("weight fluctuations"), dyspareunia ("pain during intercourse"), fatigue ("fatigue") and pain in extremity ("leg pain"). In (B)(6) 2012, the patient experienced headache ("headache") and diplopia ("double vision"). On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain, abdominal pain lower and pelvic pain, 1 year 10 months after insertion of essure. In 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced ivth nerve paralysis (seriousness criterion medically significant), depression ("depression"), procedural haemorrhage ("heavy bleeding on day of procedure"), urticaria ("her back, stomach and neck would break into hives on a monthly basis, hives would last for several days /unexplained rashes would occur on my legs and stomach typically lasting about one week"), allergy to metals ("allergic to nickel / hypersensitivity reaction to nickel"), menorrhagia ("periods lasting for 3 weeks /heavy periods"), abdominal distension ("bloating"), malaise ("malaise"), rash ("during the time of the implant, unexplained rashes would occur on my legs and stomach"), adnexa uteri pain ("coil wrapped around an ovary causing severe pain."), bone pain ("she had severe pain in her lower right by the hip bone") and vertigo ("she was miss diagnosed with vertigo 5 week after removal"). The patient was treated with surgery (underwent laparoscopic assisted vaginal hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, device dislocation, ivth nerve paralysis, dysmenorrhoea, depression, weight fluctuation, dyspareunia, fatigue, procedural haemorrhage, pain in extremity, allergy to metals, headache, menorrhagia, abdominal distension, adnexa uteri pain, bone pain and vertigo outcome was unknown, the genital haemorrhage, back pain, urticaria and rash had resolved and the diplopia had not resolved. The reporter considered abdominal distension, adnexa uteri pain, allergy to metals, back pain, bone pain, depression, device dislocation, diplopia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, ivth nerve paralysis, malaise, menorrhagia, pain in extremity, procedural haemorrhage, rash, urticaria, vertigo and weight fluctuation to be related to essure. The reporter commented: patient was unsure that she underwent essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: results: irregular dysfunctional bleeding. Diagnostic results: (B)(6) 2009 : CT pelvis w contrast : impression: left ovarian cystic structure, probably a functional cyst, intrauterine contraceptive device. Otherwise, there was no significant abnormality. (B)(6) 2011 : surgical pathology report : gross description: source of specimen: uterus. The container is designated with the patient's name. Received in a small amount of saline is a white plastic t shaped device, 3.3 x 3.2 cm, with a thickness of 0.3 cm. Attached is a double-stranded suture, 4.9 cm in length. (B)(6) 2011 : CT abd/pelvis w contrast : impression: the extra uterine portions of the essure micro devices cannot be confirmed la be within the fallopian tubes and could be malposition. Minimal amount of peritoneal fluid posteriorly in the lower pelvis. No evidence detected of other region of peritoneal fluid, abnormal fluid collection, pneumoperitoneum, diverticulitis, or appendicitis, too small to characterize low-attenuation lesions in the left kidney. (B)(6) 2013 : post laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy : ovaries were spared. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported. A batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 14-may-2019: social media received events "coil wrapped around an ovary causing severe pain, she had severe pain in her lower right by the hip bone, she was miss diagnosed with vertigo 5 week after removal" were added. Outcome of event "double vision" was updated as not recovered. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs